Event description:
It was reported that an indwelling central venous catheter (cvc) was found to have a break in the proximal extension lumen near the junction hub while in situ. An over-the-wire cross-over catheter exchange was performed to remove and replace the affected catheter. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine." No additional medical intervention was required beyond removal of the affected device and replacement with another catheter.

Manufacturer narrative:
Qn# (B)(4). The customer provided three photos for analysis. The complaint of a break in the proximal extension line was confirmed by the images, which show a catheter in a clinical setting with a cut in its extension line. The customer also returned one 3-lumen cvc for analysis. Signs of use were observed on and within the catheter. Functional testing and visual analysis revealed a cut in the proximal extension line extrusion. Microscopic analysis confirmed the damage, and the edges of the hole appeared smooth and uniform, which is consistent with damage resulting from contact with a sharp instrument (i.e. Scissors, scalpel, etc.). No other damages or anomalies were observed with the catheter. The cut in the proximal extension line measured 2mm from the juncture hub. The proximal extension line outer diameter measured 0.0850", which is within the specification limits of 0.084" - 0.088" per proximal extension line extrusion product drawing. The proximal extension line inner diameter measured 0.056", which is within the specification limits of 0.055" - 0.059" per proximal extension line extrusion product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was attached to each extension line. The distal and medial extension lines flushed as intended. Leaking was observed from the cut in the proximal extension line when it was flushed. A manual tug test confirmed all lumens were secured to their respective hubs. The IFU provided with these kits warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a break in the proximal extension was confirmed through investigation of the returned sample. Functional and visual inspection revealed a cut in the proximal extension line 2mm from the juncture hub. The edges of the hole were smooth and appeared consistent with damage resulting from contact with a sharp instrument (i.e. Scalpel, scissors, etc.). The catheter met all relevant dimensional requirements. Based on these circumstances, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.